Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the thrombosis could not be confirmed, however, the mechanism described above may have been contributing factors for the thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in italy, approximately 2.5 months post implant of a 26mm sapien 3 valve, the patient complained of worsening exercise dyspnea, with progressive reduction of the functional class. Echo showed severe aortic valve re-stenosis. After a transesophageal echocardiogram confirmed severe prosthetic aortic valve stenosis, the patient was admitted with initial signs of decompensation. A thrombotic genesis of the prosthetic aortic valve cusps was hypothesized to be the origin of the restenosis, and anticoagulant therapy was given. The patient showed improvement. One month later, echo showed a good positioning of the prosthesis and the clear reduction of the aortic transvalvular gradient. The mobilized and asymptomatic patient was discharged from the hospital two days later in treatment with warfarin.

Manufacturer narrative:
Additional information was received. Approximately 3 months post implant of a 26mm sapien 3 valve, the patient was symptomatic and echo showed a mean gradient of 48mmhg. The patient was treated with coumadin and a mean gradient of 28mmhg was observed after one month. During follow-up approximately 2 months later, a mean gradient of 10mmhg was observed and the patient was doing well.

Event description:
As reported by our affiliates in italy, approximately 3 months post implant of a 26mm sapien 3 valve, the patient complained of worsening exercise dyspnea, with progressive reduction of the functional class. Echo showed severe aortic valve re-stenosis. After a transesophageal echocardiogram confirmed severe prosthetic aortic valve stenosis, the patient was admitted with initial signs of decompensation. A thrombotic genesis of the prosthetic aortic valve cusps was hypothesized to be the origin of the restenosis, and anticoagulant therapy was given. The patient showed improvement. Approximately 1 week later, echo showed a good positioning of the prosthesis and the clear reduction of the aortic transvalvular gradient. The mobilized and asymptomatic patient was discharged from the hospital two days later in treatment with warfarin.